Event description:
Boston scientific received information that during a check of this implantable cardioverter defibrillator (ICD), most daily measurements were found to be missing. The boston scientific technical services department advised that the missing data may be due to device memory corruption caused by exposure to radiation therapy.

Manufacturer narrative:
No adverse patient effects have been reported as a result of this observation. The boston scientific technical services department suggested increasing the patient's follow-up frequency, and the following clinic plans to do so. This event will be updated if any additional information becomes available.